Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during the initial drain, patient was connected. The technical service representative (tsr) explained the alarm and had the caregiver (cg) cycle the power to clear it. The tsr instructed to start over with all new supplies. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.